Manufacturer narrative:
Continuation of d10:  product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2023; product ID d-evolutfx-2329, lot: unknown; product type: 0195-heart valves; implant date ; product ID l-evolutfx-2329, lot unknown; product type: 0195-heart valves; implant date ; product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve embolized into the ascending aorta. A second transcatheter valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. H6. Fdm/annex b code, additional codes: img/annex g component code. The codes present in section h6 correspond to multiple components/products that comprise this reported event. This is a system report. The section d information is for the primary device, which was in use with the following: brand name: deliv sys d-evolutfx-2329 product ID: d-evolutfx-2329 lot: unknown use by date: unknown UDI: unknown. Corrected data: e1. Street 1, postal code, phone number. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that a pre-implant balloon aortic valvuloplasty (bav) was performed using a non-medtronic balloon. The valve dislodged due to the physician pulling the delivery catheter system (dcs) too quickly, causing the nosecone to pull on the c-tab, resulting in dislodgement of the valve. A post- implant bav was not performed. No additional adverse patient effects were reported.

Event description:
Additional information was received that this transcatheter bioprosthetic valve was implanted within a non-medtronic bioprosthetic v alve. The transfemoral access site was used. The cuspal overlap technique was used. The training guidance for slow deployment of the valve was followed. Prior to slowly withdrawing the delivery catheter system (dcs), the nose cone was noted to be centered within the frame inflow by slightly retracting the guidewire. Per the physician, the patient's ascending arch anatomy caused the dcs paddle pockets to be bent over and make contact with the outflow crown, which then pulled the valve into the ascending aorta. Per the physician, the patient's ascending arch anatomy steep bend at transition of ascending to transverse arch may have contributed to the dislodgement.

Manufacturer narrative:
Updated data: b5., b7. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.